Event description:
It was reported that during an unknown procedure there was no clip in initial firing. Instead puncture vessel.

Manufacturer narrative:
Pc-(B)(4). Date sent:(B)(6)2022. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: please provide more details, was there any bleeding? Yes, which was the reason for using the ligaclip. The ligaclip appeared to cause more bleeding and didn't actually deliver. It appeared to attempt to clip and remained in the hand piece causing a puncture in a vessel thus adding to the bleeding. If yes, how was the bleeding controlled? Using a forcep and diathermy as the ligaclip failed. What amount of blood loss (mls) occurred? Unsure however, minimal. Was a transfusion required? No. Was there any change to the procedure as a result of the event ? No. Were there any patient consequences? No. The bleeding was minimal and diathermy was used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.